Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03316. It was reported that balloon rupture occurred. The target lesion was located in the calcified tibial artery. Two balloon catheters (3.5mm x 30mm x 145cm coyote¿ es and 3.5mm x 80mm x 90cm coyote¿) were advanced for dilation. However, during inflation, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a pinhole 6.4cm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03316. It was reported that balloon rupture occurred. The target lesion was located in the calcified tibial artery. Two balloon catheters (3.5mm x 30mm x 145cm coyote es and 3.5mm x 80mm x 90cm coyote) were advanced for dilation. However, during inflation, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.